Event description:
An onq pain relief pump was placed in the operating room during bilateral total mastectomies, bilateral sentinel node mapping and reconstruction surgery utilizing an upper abdominal skin flap on (B)(6) 2013. The onq pump was removed on pod number 3 ((B)(6) 2013) when it was noted to still be full of medication. The catheter was removed without issue and the patient was discharged as planned the next day ((B)(6) 2013). Possibly defective.